Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that she collapsed and her neighbor called the paramedics. The customer was treated with glucose and some food. The customer stated that the insulin pump was exposed to x-rays while staying at the hospital. The customer stated that a week after her admission, her blood glucose started to rise, and the customer has not eaten solid food. During the call the customer's blood glucose was 570mg/dl and was treated several times with manual injections, but her glucose level continue being high. Troubleshooting was performed. The customer stated that she sometimes uses the infusion set for seven days. Advised the customer that she should use the infusion sets for two to three days. The customer stated that the insulin pump is cracked on her screen. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.